Event description:
The customer reported "boot no display." This is consistent with a device that fails to power on. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.